Event description:
It was reported via email with clinic notes attached received on (B)(6) 2013 that a patient was having vns removed. Upon receiving the clinic notes, it was found that patient wants the vns generator removed because she has fallen down during a seizure and hit her chest against the vns, causing pain. Her vns has been off since (B)(6) 2012 because of the weird electrical sensation off and on. X-rays were reviewed by the physician and said to be normal. The encounter date from the clinic notes capturing this information was (B)(6) 2013. Request for vns removal procedure made on (B)(6) 2013. Good faith attempts to obtain additional information were unsuccessful as the patient¿s neurologist had not seen the patient in a very long time and did not have any follow-up appointments scheduled. Attempts with the surgeon were also unsuccessful as he did not provide any additional information.